Event description:
It was reported that during set up for a surgical procedure, it was noted that a portion of the packaging had ripped off. As a result of this, the customer was unable to open the package. It was also reported that the blade was not used on a pt. It was further reported that the delay was minimal as a result of this event.

Manufacturer narrative:
The device packaging subject to this investigation was not returned for evaluation. Investigation results indicate the packaging material was brittle. The label for the device has a symbol indicating "sterile only if package is unopened and undamaged." An alternative packaging material has since been implemented to address this issue.